Event description:
The patient reports elevated chromium and cobalt levels. Patient states that pain is on and off. Patient wants to know if his implants have been recalled. Left hip is asymptomatic.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.